Event description:
It was reported that a pump displayed a constant "air in line!" Alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Engineering evaluation of the unit found the upstream sensor values to be below the specification. A low ultrasonic sensor reading will make the device more sensitive to air in line alarms. The reported symptom "constant air-in-line" alarm was confirmed and attributed to the upstream sensor as not currently calibrated properly. The upstream sensor was recalibrated.